Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient injected in midface and chin with juvéderm voluma® xc, in the jawline with juvéderm® volux¿ xc and 5 days after treatment "has been having really strange facial reactions ever since" with extreme facial edema mainly in the areas we put the product followed by all under the eyes. Patient is now 6 weeks out and it is continuing to happen intermittently; states the "jawline feels hard and inflamed as well". Treatement included benedryl which helped slightly, a round of antibiotics and a steroid dose pack, suggested dissolving it all but says to wait. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr: (B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc.